Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument delivered energy two out of two attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument sparked when activated. The procedure was completed with no reports of patient injury. Intuitive received the following additional information via follow up: the tip of the instrument was blackened/charred. Monopolar energy was being activated when the arcing occurred. The instrument was connected properly. An erbe generator was being used for the procedure. The cut and coagulation settings were both at level 3. The reported issue occurred during the first use of the instrument. A fenestrated bipolar forceps instrument was being used during the procedure, along with a suction instrument. No instrument collisions occurred. The instrument tips were in contact with tissue when the arcing occurred. The instrument did not touch any sutures, clips, or staples while energized. The instrument jaws were not immersed in liquid nor contaminated by carbonized tissue (bio debris) prior to activation. The surgeon attributed the arcing to a break in the monopolar curved scissors (mcs) tip cover accessory. There was no patient injury, and the patient has not returned to the hospital due to post-surgical complications. A ground pad was used on the patient's right thigh. The ground pad did not have any defects. The arcing took place from the instrument's distal tip to the wrist. The mcs tip cover appeared to be properly installed. No part of the instrument's orange surface was visible after the tip cover was installed. The tip cover was not installed past the orange surface. A tip cover installation tool was used; lubricant was not used. No damage was found to the tip cover.